Event description:
It was reported that an unspecified failure occurred on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported alarm. A visual inspection and functional tests were performed and the reported issue was not specified. A system error 2046 was identified in the event history. During a pressure leak functional testing, a pneumatic leak was determined and the membrane gasket was isolated to be the root cause of the reported problem. The membrane gasket was replaced. Full functional testing, calibration and simulated therapy were performed with no additional defects and malfunctions were found with the device. The product did not met product specifications related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.